Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during long-term renal replacement therapy, the catheter had obstruction in the deep veins. There was nothing unusual observed on the device prior to use and no other products were utilized. It was noted that catheter drainage was not smooth as there was an issue found with flow wherein it was confirmed that the flow was insufficient. This slightly improved after repeated adjustment of catheter position and treatment was completed. Intervention was not required as a result of the event. There was no patient injury.